Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly replaced the control pc board. The replaced part was not returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating inspiratory pause hold time exceeded. There was no patient harm. Manufacturer's ref #: (B)(4).